Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, the clip would not release as it should. Attempts to jiggle the clip resulted in the clip breaking with a portion of it remaining in the pt. No pt harm nor serious outcome. No serious injury was reported as a result of this event. At the conclusion of the procedure, it was noted that there was no pt harm nor serious outcome. Additional info regarding the circumstances surrounding this event have not been able to be obtained, as no contact info was supplied. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Should the device be received and an analysis completed, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).